Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the wake button was a little loose and drops deeper into the pump. Customer confirmed pump display turned on when plugged into a power source. In addition, the pump declared multiple temperature alarms. The customer could not provided the exact temperature conditions. Reportedly, the pump was worn in the customer's pocket at the time the temperature alarms were declared. Customer¿s blood glucose was 237 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.